Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation completed on 08/13/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2014 with the following findings: the pump successfully completed the rewind, load, and prime steps and was exercised for 24 hours without issues. During evaluation the force sensor calibration test found that the force sensor was out of calibration. The pump was opened and no contamination was observed in the force sensor assembly. (B)(4).